Event description:
The patient attended a consultation on (B)(6) 2025 with complaints of epigastric pain and increased volume in the epigastric region. An upper endoscopy was performed on (B)(6) 2025, which showed the presence of a balloon positioned in the gastric body, hyperinflated. A puncture was performed to empty it, during which the balloon ruptured, causing leakage of its contents into the stomach, which was promptly aspirated.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.